Event description:
Rptr states the end user reached the sidewalk at their house and the bottom left bolt broke off of the front caster housing causing chair and end user to fall on their side. No injuries reported.